Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The straight flush catheter over a bentson wire was then placed through the indwelling long right jugular venous sheath to just below the level of the new inferior vena cava filter and a final venacavogram demonstrated multiple clots at the level of the inferior vena cava filter. Subsequently, next day kidney, ureter and bladder revealed inferior vena cava filter was placed, that projected over the right aspect of l3 and the l3/l4 disc. Approximately five days later, computed tomography revealed infra-renal inferior vena cava filter with persistent inferior vena cava deep venous thrombosis just below the filter with extension to the left femoral vein. On the same day, computed tomography revealed apparent tiny filling defect within the segmental branch of the right lower lobar pulmonary artery, which was found to be a non-occlusive thrombus. Approximately two weeks three days later, computed tomography revealed there was an inferior vena cava filter in place with unchanged clot burden in the infra-renal inferior vena cava, left iliac and left femoral veins. Approximately one month and two days later, x-ray abdomen revealed there was a prior placed infra-renal inferior vena cava filter. After two days, computed tomography revealed decrease in clot burden with clots remained within the inferior vena cava in the infrarenal inferior vena cava filter, left common femoral, external iliac and common iliac veins. After one month and eleven days computed tomography revealed an inferior vena cava filter was in place and previously seen filling defects in the infra-renal inferior vena cava, iliac and femoral veins were not visualized. After four months and three days, filter retrieval was attempted. The right internal jugular vein was then accessed under ultrasound guidance using a 21 gauge micropuncture needle, and a 0.018 inch mandril wire guided under fluoroscopic surveillance into the superior vena cava. Next, over the indwelling bentson wire, the 5-french micropuncture sheath was exchanged for a 10-french dilator and then the 10-french long sheath provided with the cook inferior vena cava filter retrieval system. Multiple attempts to cannulate the left common iliac vein remained unsuccessful. Next, using ultrasound guidance, a micropuncture needle was advanced into the left common iliac vein. Fluoroscopic guided left common iliac venogram was then performed. There was complete occlusion of the left common iliac vein with venous outflow via the lumbar veins. The kumpe catheter was then exchanged over bentson wire for an omni flush catheter. Next, fluoroscopic guided inferior venacavogram demonstrated persistent residual filling defect that extended below and above the indwelling inferior vena cava filter. A decision was made to moderate the filter at that time, due to risk of pulmonary embolism and hence, the inferior vena cava filter was not retrieved. After three months and eight days, during retrieval the infrarenal inferior vena cava filter was found to have small amount of clot in it and unable to grasp the filter with regular snares. Eventually, the bard denali filter was removed intact and easily with endobronchial forceps through 16-french sheath. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with unknown medical complication. At some time post filter deployment, it was alleged that the filter was difficult to remove. The device was removed percutaneously. The patient was diagnosed with thrombus above the filter and pulmonary embolism post implant; however, the current status of the patient is unknown.